Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. The customer did not want to trouble shot for high blood glucose levels. The customer stated pump has cosmetic damage, a crack on screen and battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube, reservoir tube lip, reservoir tube window, belt clip slot, minor scratched display window and missing end cap sticker.